Event description:
It was reported by the customer that the ventilator had a damaged pigtail. There was a short in the pigtail. No patient harm reported. In service, the service technician reported the ventilator intermittently powered off with an audible alarm whenever the pigtail was moved.

Manufacturer narrative:
Na